Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5-a. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 63/60 mg/dl; for level high are 249/254 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
End user reported that medical attention was sought in (B)(6) 2016 due to inaccurate readings from their prodigy glucose meter. End user fainted and paramedics were called. The paramedics performed a blood glucose test with their meter but the end user could not recall the result. They proceeded to administer d5 to raise the blood glucose level along with orange juice. The end user was transported to the ER and could not remember what treatment was administered. Discharge instructions were to continue to montior his blood glucose and follow up with his pcp. No further information was provided.